Event description:
On (B)(6) 2015, (B)(6) proximal femoral nail antirotation (pfna) was used for intertrochanteric femoral fracture. Between this event and the initial implant, there were checkup two times and the surgeon observed remaining instability of the implant. On (B)(6) 2015; the slight rotation of cranial bone was confirmed. On (B)(6) 2015; there was further rotation of cranial bone and the precedence of the blade were seen. Yet the surgeon continued to observe progress towards to the patient because she showed a sign of synostosis on inside front of the implant region. When the patient visited the hospital due to hip joint pain on (B)(6) 2015, the surgeon found the cut out at rotator upper region of cranial bone. As the blade penetrated cranial bone and the damage was seen in acetabulum, the surgeon performed revision operation with total hip arthroplasty to the patient on (B)(6) 2015. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.